Manufacturer narrative:
Isi received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Additionally, the instrument was found to have a dislodged flush tube guide at the backend, causing a rattling sound in the housing. Signs of corrosion were also found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. A review of the site history does not show any related or duplicate complaints related to the reported event. A review of system logs revealed that the last time the product was last used was on (B)(6) 2020 on system sk1122. The instrument had 1 live remaining for use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the instrument cable "snapped". There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm or injury. Intuitive surgical, inc. Followed up with the customer and obtained the following additional information: the procedure was completed with a backup instrument. The customer confirmed that there were no fragments of the cable broken in the patient.